Event description:
The suture was used during an unspecified procedure. Reportedly while opening the foil, the needle broke through packaging resulting in the needle stick injury to the nurse. Blood has been taken for testing.